Event description:
It was reported that during a perforated ulcer procedure, on the first firing of the device, there were no staples in the device. Another reload was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Damaged casing/shroud. The analysis results showed that the device arrived with the shrouds opened and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the shrouds became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. It should also be noted that each cartridge is 100% inspected through an automated vision system to verify all staples are present prior to packaging. A batch record review was performed and no anomalies were found during the manufacturing process.